Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance. It was reported that there was a one 128 ohm impedance measurement a few months prior, then impedance subsequently reached 135 ohms. Boston scientific technical services (ts) discussed potential troubleshooting recommendations with the health care professional. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.